Event description:
The patient underwent MRI (magnetic resonance imaging) on (B)(6) 2011. A motor stall occurred at 1357. A confirmed motor stall was noted in the event logs approximately 1 hour after the MRI and no motor stall recovery was recorded. The next day, a pump alarm occurred and was confirmed by telemetry. The alarm was due to a motor stall; the stall was constant. The pump contained morphine 5 mg/ml. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).